Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed in the 60% stenosed and moderately tortuous de novo lesion in the right circumflex artery. The dragonfly catheter was prepared per the instructions for use. The vessel was wired with a bmw universal ii guide wire. After successfully performing a pullback, the catheter could not be retrieved as it got stuck on the distal part of the guide wire. Both, the catheter and the guide wire were pulled out together. The procedure was successfully completed with another unspecified guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty during removal was able to be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulty during removal appear to be related to the operational context of the procedure. It was reported that, during the procedure, the dragonfly encountered resistance when being removed over the guide wire. A visual analysis of the wire noted a kink on the distal end. The dragonfly¿s guide wire exit notch was positioned distal to the kink. In this case, it is likely that the guide wire sustained damage during the procedure (kink), resulting in an interaction (resistance) between the dragonfly and guide wire during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: primary UDI number correction from (B)(4).